Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that capacitor c23 on the main board had a voltage too close to the input power source. Capacitor c23 has been replaced which fixed the problem. The repairs were verified per established service procedures. Beckman coulter internal identifier for this report is (B)(6).

Event description:
The field service engineer (fse) inspected the main board of a coulter ac t diff 2 analyzer following part failure.